Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited undersensing. The patient had a history of undersensing since (B)(6) 2014. No intervention was performed. The lead remained implanted. No patient symptoms were reported.